Event description:
Viabahn vbx balloon expandable endoprosthesis/stent inserted via right femoral artery sheath. Viabahn delivery device was removed but undeployed stent remained in the iliac artery until it was deployed with insertion of another viabahn delivery device.